Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No automatic button moving, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump has with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that act was not responding and screen ramped up without button press. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.